Event description:
Reportable based on device analysis completed on 17-dec-2014. It was reported that tip damage occurred. While unpacking a 9x60x75 epic¿ stent for use, a defect was noted on the device tip. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed that the stent was detached/ separated.

Manufacturer narrative:
(B)(4). The epic stent delivery system was received with no other devices. There was no contrast or blood visible. The stent was not returned for analysis. There were multiple kinks at the distal end of the sds. The tip was not damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).